Manufacturer narrative:
Site reported that patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020. Device history record for the lens was reviewed. No issues were noted. The explanted lens is in process of being returned for evaluation.

Event description:
Site reported that patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020.

Manufacturer narrative:
Site reported that patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020. The returned lens was found to be cut into two major fragments. Visual inspection found no other issues with the lens fragments. Optical quality of the lens was also assessed and no issues were noted.

Event description:
Site reported that patient with history of radial keratotomy (rk) had the light adjustable lens explanted from the right eye as the desired refractive outcome was not achieved after light adjustment treatments. The lens was explanted on (B)(6) 2020.